Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that during a open procedure for a closing colostomy procedure, the device did not visualized the orange line before firing ,then the anvil after the firing was remained in the patient. Another like device was used to complete the procedure - they had to remove the anastomosis and used the new circular product. There were no adverse consequences for the patient. One device will be discarded.

Event description:
It was reported that during a open procedure for a closing colostomy procedure, the device did not visualized the orange line before firing ,then the anvil after the firing was remained in the patient. Another like device was used to complete the procedure - they had to remove the anastomosis and used the new circular product. There were no adverse consequences for the patient. One device will be discarded.